Manufacturer narrative:
The reported complaint of catheter leak was confirmed during the functional testing of the returned icy catheter (lot #196563). During the functional pressure leak test, a bonding leak was observed at the proximal end of the distal balloon. The probable root cause could be a latent defect in the bond. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation related to the reported complaint, and one similar complaint was reported for the icy catheter with lot #196563. Ccr 84200 was reported on june 09, 2024, and a balloon bond leak was confirmed.

Event description:
Ivtm therapy was initiated for a male (weight-70 kg) patient. An icy catheter (lot #196563) was inserted into the patient's left femoral vein smoothly and without difficulty. After approximately 24 hours, during the rewarming phase, the thermogard xp ivtm system generated an air trap warning alarm, and the saline bag was noted to be emptied. No leaked fluid was observed in and around the thermogard system or on the patient's bed. The customer suspects a catheter leak. The catheter was replaced to continue the ivtm therapy using the same thermogard system. No patient injury was reported.